Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to the damaged lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. The analysis of the electronic module revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit, which is consistent with the spot of molten titanium observed during the visual inspection of the ICD. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 48 months, it was reported that the patient received a shock on (B)(6) 2016. At the following in-clincic follow-up, the device could not be interrogated. The device was explanted, but not yet returned to biotronik. The explant date was not provided. Apart from the shock, no adverse patient side effects have been reported.